Manufacturer narrative:
Upon review, it was identified that the UDI (d4) was inadvertently omitted in error in the initial report; the complete UDI has now been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was most likely patient movement related.

Event description:
Patient with severe cardiogenic shock (scai d) secondary to acute myocardial infarction was supported with an impella device. During support, major bleeding was observed at the access site. Hemostasis was achieved with two sutures of the fellow.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.